Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the all of a sudden she had no stimulation but the external equipment was showing stimulation was on. Patient stated that actually she did have stimulation and that before she could feel stimulation; she had to increase the intensity up to 6.25 when she normally has to set it to 3.25. Patient stated last thursday morning, she felt the stimulation go off or down, so she checked the external equipment which showed that the stimulation was on. Patient stated that the ins was going on and off by itself. Pss recommended calling hcp. Patient stated office was closed as she called already. Pss reviewed they would send a message out to field however field were only addressing critical situations in person at this time. No further complications were reported/anticipated.